Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: patient awoke to a burn on her stomach; ¿there is a red mark on her stomach which appears to be long and thin¿; the pump was clipped to her underwear at the time. Additionally, the patient burned her finger removing the battery from the pump which was hot. Patient has not treated the burn. Patient had recently replaced battery, within the last week. The battery in the pump was an energizer ultimate lithium aa battery. Customer support (cs) advised patient to consult with health care provider about treating the burn, and to go on an alternate delivery method. The thermal injury does not meet the criteria of an adverse event. This complaint is being reported because the temperature issue with the pump was not resolved.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/21/2014 with the following findings: no defect was found. No activity related to the complaint observed in the black box or download history. Battery was not returned with pump for investigation. Battery compartment and cap are intact with no physical damage or evidence of moisture damage. No overheating or alarms duplicated during testing. Pump electrical current draws were found within specification..pump cover removed no evidence of internal moisture found. Complaint regarding pump and battery overheating could not be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.